Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer stated that she was having trouble with her infusion set. The customer states the set bends and her blood glucose rises. The customer's blood glucose was not recorded. The customer stated that she would call back tomorrow. No further information was provided.